Event description:
It was reported that during a procedure for a pulsed field ablation (pfa) procedure, a faradrive steerable sheath and farawave catheter were selected for use. The physician administered a heparin bolus after gaining groin access and prior to performing the transseptal puncture. The patient previously had a history of two kidney transplants. Following the bolus administration, the anesthesia team noted irregularities in the patient vital signs; however, the physician proceeded with the transseptal puncture, mapping, and ablation. After device withdrawal, the patient experienced continued bleeding from the groin access site (same side as device insertion) and the patient could not subsequently be removed from intubation immediately. After approximately an hour of intervention from the anesthesia team, it was believed that heparin induced thrombocytopenia (hit) occurred and subsequent medication resolved and stabilized the patient. It was also speculated that there may have been a pulmonary embolism present as well. Anesthesiology interventions were performed to stabilize the bleeding and metabolic reaction. Arterial line access was used for medications. The patient was transferred to the intensive care unit (ICU) and kept overnight for monitoring for potential pulmonary embolism. The issue is reported as ongoing and the patient remained hospitalized. The catheter is not expected to be returned for analysis as it was disposed.

Manufacturer narrative:
Device technical analysis: the device was not returned for analysis as it was disposed; therefore, a technical analysis of the complaint device could not be completed. Device history record review: the lot number was not provided; therefore, a ship history of most probable lots were reviewed. The manufacturing batch record review confirmed that the devices met all material, assembly, and performance specifications. Labeling review: based on the information provided, there is no evidence that the device was used in a manner inconsistent with the labelled indications/instructions for use (IFU). Review of the IFU confirmed there was relevant content and sufficient guidance with respect to the circumstances described within this complaint. No updates are required to the IFU as a result of this event. Risk review: a risk review performed for the farawave device confirmed that the event of thrombocytopenia is an event defined in the product risk management documentation. This event type has been accounted for during product risk analysis to support acceptable risk benefit for the product. Product risk benefit includes consideration of risk severity and rate, and the overall residual risk of the farawave device is acceptable. Investigation conclusion: based on the information provided, the reported event of thrombocytopenia is a known inherent risk of the farawave device. Thrombocytopenia is an expected procedural complication addressed within the IFU for the farawave. There were no allegations of a quality or manufacturing deficiency leading to the adverse event as reported to bsc, and the device has not been returned for analysis at this time. Detailed product information was not provided to bsc. We completed a good faith effort to obtain the information, but it was unable to be obtained. Because the lot number is unknown, we are unable to provide the unique identifier (UDI) and other specific product information. D2a: common device name: percutaneous cardiac ablation catheter for treatment of atrial fibrillation with irreversible electroporation; reported here as the common device name exceeded the character limit for designated field.

Event description:
It was reported that during a procedure for a pulsed field ablation (pfa) procedure, a faradrive steerable sheath and farawave catheter were selected for use. The physician administered a heparin bolus after gaining groin access and prior to performing the transseptal puncture. The patient previously had a history of two kidney transplants. Following the bolus administration, the anesthesia team noted irregularities in the patient vital signs; however, the physician proceeded with the transseptal puncture, mapping, and ablation. After device withdrawal, the patient experienced continued bleeding from the groin access site (same side as device insertion) and the patient could not subsequently be removed from intubation immediately. After approximately an hour of intervention from the anesthesia team, it was believed that heparin induced thrombocytopenia (hit) occurred and subsequent medication resolved and stabilized the patient. It was also speculated that there may have been a pulmonary embolism present as well. Anesthesiology interventions were performed to stabilize the bleeding and metabolic reaction. Arterial line access was used for medications. The patient was transferred to the intensive care unit (ICU) and kept overnight for monitoring for potential pulmonary embolism. The issue is reported as ongoing and the patient remained hospitalized. The catheter is not expected to be returned for analysis as it was disposed.

Manufacturer narrative:
It was indicated that the device will not be returned for evaluation. If there is any further relevant information obtained, a supplemental medwatch will be filed. Detailed product information was not provided to bsc. We completed a good faith effort to obtain the information, but it was unable to be obtained. Because the lot number is unknown, we are unable to provide the unique identifier (UDI) and other specific product information. D2a: common device name: percutaneous cardiac ablation catheter for treatment of atrial fibrillation with irreversible electroporation; reported here as the common device name exceeded the character limit for designated field.